Event description:
It was reported that during a completion of pneumonectomy procedure, the surgeon closed the stapler on the pulmonary vein, fired and couldn't open the instrument. Used an additional device distal to the first one and then cut the tissue and the procedure was completed. The device was not cut off the tissue. The patient's current status is completely fine.

Manufacturer narrative:
Date sent: 12/19/2007. Information anticipated, but unavailable at this time.